Event description:
A customer reported a system message displayed during a procedure. The issue could not be resolved so the system was exchanged to complete the case. There was a 30 minutes delay; no patient harm.

Manufacturer narrative:
The company service representative examined the system and was able to observe the system message (footswitch eeprom read failure) reported. The footswitch and footswitch printed circuit board (pcb) were replaced. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).